Manufacturer narrative:
Concomitant medical products: product ID 7482a5, serial# (B)(4), product type: extension. Product ID 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) that reported their ins was removed due to a (B)(6) infection. Additional information received from a consumer reported the device was removed in (B)(6) 2015. The implantable neurostimulator (ins) and the wire going up to the top of the head were removed but one wire stayed implanted. The infection was confirmed. Additional information received from the company representative reported the reason why the lead was not explanted with the rest of the system was because there was no infection by the lead and it was not protocol to remove the lead without a reason. Please see manufacturer report #3004209178-2016-00438 for information on the patient's concomitant system.